Event description:
Shaver handpiece was positioned on drape. Staff noticed the shaver handpiece was running, then recognized the disposable was red. The sterile drape was "smudged" or "charred". The shaver was immediately taken off the field and the area re-draped.